Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotomy procedure performed on (B)(6) 2022. During the procedure, the basket wire broke. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that a trapezoid rx basket was used in the common bile duct during a lithotomy procedure performed on february 16, 2022. During the procedure, the basket wire broke. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of basket wire break. H10: the returned trapezoid rx basket was analyzed, and a visual evaluation observed that the device was returned incomplete. Only the basket section was returned. Under microscope magnification, the basket was confirmed detached from the pull wire. The wires show remnants of use. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that the manipulation or technique used at that time to interact with the device in conjunction with the tortuousness of patient's anatomy may have caused the detachment of the basket. The state in which the device was returned suggests excess force was applied. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.